Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that after deployed the flow diverting stent, the physician used a subject guidewire to deliver the microcatheter to massage the flow diverting stent. The subject guidewire was torqued for two circles and found the distal end of the subject guidewire was not responding. On withdrawal, the distal tip of the subject guidewire was still at the position. Under dsa (digital subtraction angiography) found that 10cm from the distal of the subject guidewire was separated and was inside the distal access catheter. The physician used a balloon as a snare device to inflate at the distal of the distal access catheter to extract the fractured guidewire segment out of the patient's anatomy. During the procedure, the physician did not use any force to manipulate the subject guidewire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event

Event description:
It was reported that after deployed the flow diverting stent, the physician used a subject guidewire to deliver the microcatheter to massage the flow diverting stent. The subject guidewire was torqued for two circles and found the distal end of the subject guidewire was not responding. On withdrawal, the distal tip of the subject guidewire was still at the position. Under dsa (digital subtraction angiography) found that 10cm from the distal of the subject guidewire was separated and was inside the distal access catheter. The physician used a balloon as a snare device to inflate at the distal of the distal access catheter to extract the fractured guidewire segment out of the patient's anatomy. During the procedure, the physician did not use any force to manipulate the subject guidewire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event

Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, a marksman microcatheter (non-stryker) and navien middle catheter (non-stryker) were used in conjunction with the subject device, the guidewire was at first shaped 30 degrees and then j shape, and no friction/resistance was encountered during the procedure. It was also noted that at the beginning when the operator used the guidewire, he felt abnormally of the hand feeling compared with the previous experience. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned for the reported "guidewire distal tip broken/fractured during use", "guidewire torque problem" and "guidewire does not have smooth movement".